Event description:
Physician reported that drug preparation error resulted in pt receiving higher dose (almost double) than was required by protocol. Pt may have received an excess bolus when pump tube and catheter were primed. There were no adverse events reported. Initial bolus occurred with high concentration drug in reservoir. Dilution error was corrected after 24 hours but user did not rinse reservoir, resulting in higher than expected concentration in the reservoir. No short or long term concequences reported for pt post intervention to remove drug from pump. Info received from voluntary foreign reporter via investigational drug study case report form. No further info on this pt or device from foreign source is available.